Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in a pre existing surgical valve in the mitral position via transseptal approach. The first 29mm sapien 3 ultra resilia valve could not cross the mitral valve due to a thick septum. During withdrawal of the devices, the valve came off the 29mm commander delivery system when attempting to remove valve and delivery system from body. A 26fr gore sheath was advanced and the valve was snared and removed through the gore sheath. The first sheath was cut off the delivery system. Patient did not sustain any harm.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received determined this event is a duplicate of MFR report number: 2015691-2026-10199. The event investigation, device evaluation and applicable reporting activities will be performed under MFR report number 2015691-2026-10199; therefore, this event is no longer considered FDA reportable.